Manufacturer narrative:
(B)(4). D10: cat# 139252 lot# 555610 m2a-magnum 42-50mm tpr insrt-6. Cat# 21-124312 lot# 174910 m/h ha por lat fmrl 12x165mm. Cat# 163667 lot# 433980 32mm mod head cocr -6mm neck. Cat# 00662406535 lot# 60817921 bone screw self-tapping 35 mm length 6.5 mm dia. Cat# 00662406525 lot# 60906712 bone screw self-tapping 25 mm length 6.5 mm dia. Cat# 00662406520 lot# 60847420 bone screw self-tapping 20 mm length 6.5 mm dia. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. A second acetabular revision occurred approximately 6 years post-implantation due to pain and acetabular loosening. During the revision, the surgeon identified that the previous abductor repair had failed and found no evidence of acetabular ingrowth. The initial stem was left intact. The acetabular components were revised without complications. It was reported that no further information is available.